Event description:
It was reported that pump displayed malfunction code 24 with fault ID 0x2219 and could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was in warranty, arranged shipment of replacement pump without signature requirement, provided instructions for placing pump into storage mode and for returning problematic pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.